Event description:
The account stated that the cell-dyn emerald analyzer generated an increased hemoglobin (hgb) result of 23.2 g/dl on (B)(6) 2011. The patient was redrawn on (B)(6) 2011 and the hgb was 12.4 g/dl. There was no impact to patient management.

Manufacturer narrative:
(B)(4). An investigation is in process. A followup report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). The customer found that clog errors had been generated prior to the suspect result. The customer technical advocate (cta) determined that the customer did not have the autoclean cycle enabled. The cta had the customer enable the autoclean cycles and set at 15 cycles. The cta reviewed the recommended actions in the cell-dyn emerald operations manual regarding clog errors on patient results. The cta reviewed the proper mixing and handling procedure with the customer. The customer confirmed that no other erroneous results had occurred. Customer complaint data was reviewed and no adverse trends were identified. The cell-dyn emerald operations manual was reviewed and was found to adequately address the issue. The investigation did not identify a product deficiency.